Event description:
The complainant reported a patient (unknown ethnicity) with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (mcs) and developed hemolysis resulting in device explant with replacement to an impella 5.5. During the impella 5.5 device support, the patient experienced low pump flow, tachycardia, return of hemolysis and would subsequently expire. The patient presented with shortness of breath and diagnostics revealed an ejection fraction of 15% with multi-vessel disease. Percutaneous coronary intervention (pci) was performed with two stents to the left anterior descending artery and one stent to the ramus artery which occurred approximately five days prior to impella cp device implant for hemodynamic support. The impella cp was successfully placed, and at this time coronaries were assessed, and it was revealed the recently placed ramus artery stent thrombosed. Coronary angioplasty was performed with good return vascularization. After this pci, companion and peel-away sheaths were removed, repositioning sheath placed, angle matched with no oozing at the site. The patient was sent to the unit on impella mcs. Approximately 16 hours after start of the impella cp mcs, the patient developed hemolysis managed with decrease in performance level and escalation to an impella 5.5 which was successfully placed. The patient survived the explant with replacement and was noted to be in stable condition. The patient's urine output increased and was clearing; next day, urine was clear/yellow. Approximately, two days thereafter, during shock rounds, the physician attempted to reposition the impella 5.5 as an attempt to increase the performance level from p-4. The level was increased to p-5 and there was suction. Therefore, the physician stated that the impella 5.5 was optimized as much as possible with p-4. Two days later, the patient was reportedly having an increasingly tachycardiac event, and the following day hemolysis was noted: pink tinged urine with suction and increased performance level overnight. Performance level was decreased to manage the hemolysis, and an echocardiogram was performed (results of the echocardiogram were unnoted). The patient continued support; four days thereafter, it was noted the patient began to decompensate throughout the day at a lowered performance level of p-2. The patient was placed on bilevel positive airway pressure overnight. Venous oxygenation saturation was down to 26% and tachycardia worsened. Three days later, the patient went into cardiac arrest and was subsequently intubated and started on high dose pressors post return of spontaneous circulation. Overnight, the patient experienced additional cardiac events requiring defibrillation. The patient was noted not an extracorporeal membrane oxygenation candidate; urine output was down 10-15 cc/hour on lasix drip. Continuous renal replacement therapy was noted as a possible need, but the patient would subsequently expire.

Manufacturer narrative:
Medical safety officer reviewed the event and determined the hemolysis occurring with the impella cp cleared after escalation and is a serious injury. However, impella 5.5-related events may have added to an already complex situation and there is not enough evidence to exclude the impella 5.5 device used as an associated factor to the patient's outcome. The impella 5.5 device is one of two devices associated with the event. Refer to initial medical device report for impella cp serial number (B)(6) with date of event 11-may-2025 and patient identifier ending in (B)(6). The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle - ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿